Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent unspecified cartridge alarms occurred during the load sequence with multiple cartridges. Reportedly, the customer reloaded the cartridge or loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer was instructed to load a new cartridge to address the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer's blood glucose level was 130-290 mg/dl.